Event description:
Locknut that holds fork, allegedly stripped out a bit and did not stay tight. Bolt stayed on top of the fork stem and did not come off, but made the fork wobbly and bent it. No injury is alleged.